Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
Iit was reported that there was an issue with the product nb025z -as enduro tibia hemi-wedge t1 4mm rm/ll . According to the complaint description, the patient experienced pain and swelling postoperatively. The last implantation had been performed five (5) months ago, on (B)(6) 2023. A revision surgery was required. Metallosis was again found intraoperatively on (B)(6) 2023. According to manufacturer's reporting evaluation in accordance with 21 cfr 803, section 803.3, this event is considered reportable for the following reason: - serious injury (report not later than 30 days). The assessment for the reportability of this adverse event was based on patient harm, revision surgery. Further details were not provided. The adverse event is filed under aesculap ag reference no. (B)(4) (400641942). Associated medwatch reports: 9610612-2023-00293 (aesculap ag reference no. (B)(4) - nb015z). 9610612-2024-00026 (aesculap ag reference no.(B)(4) - nb011z). 9610612-2024-00027 (aesculap ag reference no. (B)(4) -nb025z ). 9610612-2024-00028 (aesculap ag reference no. (B)(4) - nr191z). 9610612-2024-00029 (aesculap ag reference no.(B)(4) - nb035z). 9610612-2024-00030 (aesculap ag reference no.(B)(4) - nr880z). 9610612-2024-00031 (aesculap ag reference no.(B)(4) - nr591z). 9610612-2024-00032 (aesculap ag reference no.(B)(4) - nr866z). 9610612-2024-00033 (aesculap ag reference no.(B)(4) - nr294z).

Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: no devices/explants nor pictures were provided. The investigation results were based upon device history records, historical data analysis, and patient and event information. Device history review: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot numbers. According to manufacturer's reporting evaluation in accordance with 21 cfr 803, this event is considered reportable for the following reason: - serious injury (report not later than 30 days). The assessment for the reportability of this adverse event was based on patient harm, revision surgery. Conclusion/preventive measures: on the basis of the current information and without the product for investigation, a clear conclusion regarding the root cause for the revision cannot be drawn. There is no indication for a material defect or manufacturing failure on the basis of review of the device history records. The mentioned metallosis cannot be proven at this point. No tissue samples were taken during the revision with regard to metallosis. According to the surgeon: "there was no visible abrasion on metal components. The metallosis was clearly recognizable by a macroscopically black-colored synovia of massive expression." In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not necessary.